Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2021. Medical product: yukon 3.5 mm rod. Medical product: bone morphogenetic protein. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the patient that the 72r electrodes and cover patches are causing skin irritation on the cervical area. The irritation started in (B)(6). The patient just moved the electrodes and cover patches around. The skin is red and itchy with little bumps. The patient stated that she has little tinny welts and they develop scabs. The skin irritation is under both but more under the electrodes. The electrodes and cover patches were changed and rotated every 2 to 3 days. The area is clean with soap and water. The patient spoke with her doctor and the nurse practitioner prescribed her steroid cream. It was reported that no further information is available.

Manufacturer narrative:
Corrections - b4 date of this report added, b5: updated the product was not returned for evaluation, d3 manufacturer address and email address, g1: contact office and manufacturer site, g6 type of report, h6 method. Additional information - d8, d9, h4: device manufacture date, h6: investigation type, findings, and conclusions, h10: additional narrative, h11 this follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported by the patient that the 72r electrodes and cover patches are causing skin irritation on the cervical area. The irritation started in january. The patient just moved the electrodes and cover patches around. The skin is red and itchy with little bumps. The patient stated that she has little tinny welts and they develop scabs. The skin irritation is under both but more under the electrodes. The electrodes and cover patches were changed and rotated every 2 to 3 days. The area is clean with soap and water. The patient spoke with her doctor and the nurse practitioner prescribed her steroid cream. It was reported that no further information is available. The 72r electrodes were not returned for evaluation.